Event description:
During bronchus tumor ablation procedure, the surgeon noted sparks on the monitor and immediately removed scope. Pt was immediately extubated, re-intubated. New bronchoscopy was inserted and showed possible "bronchial thermal injury." Equipment was examined - showing et. Tube scorched, laser fiber broken, burnt, and split. Large area burned in bronchoscope.